Event description:
The treating doctor reported that the patient had symptoms of a fractured tooth #30 which resulted in extraction. No medical intervention apart from the extraction. The patient indicated taking ibuprofen and amoxicillin to alleviate the reported symptom(s). The patient is continuing treatment with the invisalign system and is currently asymptomatic.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause could have been tooth fracture possibly related to orthodontic movement and occlusal forces. Align's clinical review indicates that initial radiographs dated (B)(6) 2025 showed tooth #30 with an extensive carious lesion, which was managed with endodontic treatment completed by (B)(6) 2025 and placement of a full-coverage crown by (B)(6) 2025. Orthodontic treatment initiated in (B)(6) 2025 included placement of an attachment and use of class ii elastics involving tooth #30. The programmed movements for the tooth were not extensive or complex according to the treatment plan. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.